Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was outside the indications for use and the physician elected to proceed with the implant procedure by placing the aortic body stent graft higher than recommended with bilateral balloon expandable stents in the renal arteries to maintain blood flow. The patient presented 1 month index with a potential rupture of the aorta. The 1 month post-operative CT showed evidence of a type ia endoleak, and indications of a possible infection (aorto-duodenal fistula). The patient was administered intravenous antibiotics and underwent a surgical conversion in which the aneurysm sac was opened, the stent graft was left in place, antibiotics were introduced into the aneurysm sac, and the aorta was sewn closed over the stent graft. Bio glue was used to resolve the small type ia endoleak. Based on a follow-up communication received from the site, cultures results were reported as staphylococcus captis and peptostreptococcus species. As of the date of this report, there have been no additional patient sequelae reported.